Event description:
User had one digoxin sample that recovered 0.23 ng per ml twice and was accompanied by data flags. This result was reported to the ER. The sample was then tested a third time with a result of 1.93 ng per ml. The pt was not adversely affected. If additional info is received, appropriate notification will be provided.